Event description:
Surgeon used cs29 dlu without the aid of the rigid curved positioner. Consequently the flexshft did not provide enough support to allow the cartridge and anvil to be attached. Each time device was put into place it would fall to the side, making connection of cartridge and anvil anatomically difficult. Surgeon felt that manipulation of the device contributed to a small rectal tear, although he commented that pt medical condition and prior surgeries were contributing factors. These difficulties led to an add'l 45 minutes of surgery.